Manufacturer narrative:
The reported issue was unconfirmed . The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the unit passed all testing, no repairs were made as the device was working properly. An electrical safety test was performed on the as5000 system. The as5000 system was calibrated and evaluated and was found to function in accordance with manufacturer specifications. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. It is unknown if the device was being used for treatment at the time of the reported event. The DHR review is not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device was not priming the pads. The user had minimal flow and there was an air leak. The user would like to know if an off site engineer would have to come and fix this device or send it off for repairs. Per follow up via ibc received on (B)(6) 2021, it was not known when the problem was found. They stated that the device was not priming the pads and there was an air leak. Technical support was confirming if the device could be fixed remotely or if it needs to be sent to the depot for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was not priming the pads. The user had minimal flow and there was an air leak. The user would like to know if an off site engineer would have to come and fix this device or send it off for repairs. Per follow up via ibc received on 30jun2021, it was not known when the problem was found. They stated that the device was not priming the pads and there was an air leak. Technical support was confirming if the device could be fixed remotely or if it needs to be sent to the depot for repair.